Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of premature discharge of battery was confirmed; the unit does not hold a charge. The battery does not charge past 49% and dies as soon as the unit is unplugged. The unit is giving a battery health error. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The root cause of the reported failure was identified due to an internal failure. A history review of serial number (B)(4) showed one other similar product complaint(s) from this serial number.

Event description:
Battery is bad on the device. Not holding a charge. Evaluation found the battery does not charge past 49% and dies as soon as the unit is unplugged. The unit is giving a battery health error.